Event description:
It was reported that a new ilet pump user experienced persistent hyperglycemia after initiation and queried the ¿entering bg¿ prompt, which was clarified as a request to input a blood glucose value; the user performed fingerstick testing, was advised on use, and later was instructed by a clinician to disconnect from the pump due to continued high glucose, temporarily reverting to multiple daily injections and planning to switch from teflon to steel infusion sets before resuming pump use. Symptoms included hyperglycemia. Outcomes included temporary discontinuation of pump therapy and continuation of subcutaneous insulin via pen. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, and the cause remained unclear, with potential contributory factors including infusion set performance or use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.